Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with moisture damage at electronic assembly, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported jumping in a swimming pool with her insulin pump. Customer's blood glucose is 122 mg/dl. There is fluid under to lcd display. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.